Event description:
It was reported that this pacemaker device is behaving in a manner consistent with premature battery depletion. The device remains implanted. A revision procedure is scheduled in the near future. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory.

Event description:
It was reported that this pacemaker device is behaving in a manner consistent with premature battery depletion. The device remains implanted. No adverse patient effects were reported. Additional information was received, the pacemaker device was surgically explanted, and a new device implanted. The device is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned. As such, physical analysis has not been conducted in our laboratory. If the device is returned, analysis will be completed, and an updated report will be submitted.